Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies. In 2005 the patient was seen by a company representative for evaluation. Testing performed confirmed that the patient's c1 device was no longer functioning. Surgery to explant the patient's device was scheduled.